Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/5/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: st. Jude medical brk1 71 cm transseptal needle (model#, lot# unknown). St. Jude medical sl2 8.5 french sheath (model#, lot# unknown). Carto 3 system (model#, serial# unknown). Cs catheter (model #: bd710df282rts, lot#: 30043805m). Soundstar catheter (model#: 10438577, lot#: e5048877). Lasso nav catheter (model #: d-1343-01, lot#: 30011605l). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, a pericardial effusion was detected. Pericardiocentesis yielded 500 ml. Patient was stabilized and transferred to the coronary care unit (ccu) for observation. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. It is unknown during which phase the adverse event occurred. Possible patient factors cited that may have contributed to the adverse event include anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk1 71 cm transseptal needle and a st. Jude medical sl2 8.5 french sheath. Generator was set on power control mode at 35 watts. There is no information regarding generator parameters, other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated during ablation. Irrigated catheter flow was set at 15 ml/min. Patient received heparin anticoagulant during the procedure with activated clotting time (act) maintained at greater than 350 seconds. There is no information regarding spi value. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
In initial report, the incorrect manufacturer date was reported. The correct manufacturer date is 1/16/2018. The corresponding field of this report has been updated. Manufacturers report# (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool smart touch sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The device was visually inspected and it was found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was found to be working properly. Force values were observed within specifications. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both the temperature and impedance values were observed to be within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer ref no: (B)(4).